Event description:
The meter read lo, followed by blood glucose readings of 220,242,and 222mg/dl. The difference between lo and the other readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.